Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is misuse of the product caused by the surgeon using excessive force and damaging the thread on the device. If the device is damage during use, the device may fail to operate as intended. The complaint allegation was confirmed based on the customer¿s attached picture, which shows the screw with damaged on the thread.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales rep. Via email that an ar-8933v-14, low profile va locking screw, 3.0 x 14 mm, ti, was not able to lock into the plate. The surgeon tried to ream and measure again and drilled through val drill guide and all the appropriate instruments were used to insert the screw. On 15/11/2023 - upon further clarification with sales rep, this was discovered during use in a mtp fusion procedure on (B)(6) 2023. The procedure was completed successfully as the surgeon fixed all the other screws except the one seen in the x-ray.